Manufacturer narrative:
Device eval of monitor (B)(4) is underway. The reported problem (code 107 / code 204) has been confirmed. As received, the monitor failed incoming testing. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(4) male pt's spouse contacted zoll customer support to report a code 107 and code 204. The pt was issued a replacement monitor.